Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: na (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 6264603 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. We will continue monitoring this lot and symptom. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time a review of the applicable fmea/eura(peura/rm413 rev#7, rm863 rev#5) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that an unspecified number of bd precisionglide¿ needles experienced missing label information, foreign matter contamination, and device damage/deformation while still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no. 305109 batch no. 6264603 consumer returned phone call from voicemail she received from rep. Stated she found only 95 out of 100 syringes to be in the box. Stated there was no expiration date on the product box and she could not locate a manufacture or copyright date. Stated the casing around the needles looked cloudy and the plastic looked like it was degrading. Lot # catalog #: 305109 date of event: unknown samples: no email received: hello, I had a consumer all in and said that she does not think her needles are good, she said that they are cloudy.